Manufacturer narrative:
Device manufacture date: january 11, 2018 - january 12, 2018. The actual sample was received at the plant for analysis. Visual inspection on the returned unit noted no signs of physical abnormality that could have caused the reported flow problem. A functional flow rate test was performed on the unit, and the flow rate of the device was found to be in specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor overinfused. The reporter stated that the expected therapy time was 46 hours; however, the device completed infusion in 24 hours. The device was filled with 3000mg fluorouracil in 5% dextrose solution to a total fill volume of 230ml. There was no patient injury or medical intervention associated with this event. No additional information is available.